Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the output connector was broken. It was also noted that the upper and lower cases were broken, both bail covers were missing, the two case screws were missing, the battery contacts were compressed, both bails were missing, the battery drawer was damaged and the keyboard was scratched. (B)(4).

Event description:
The device was returned to the manufacturer after it was dropped, for repair of related damage. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.